Event description:
Litigation alleges the patient suffers from pain, discomfort, inflammation, infection, metallosis, and large amounts of toxic cobalt-chromium metal ions and particles to be released into blood, tissue, and bone. Patient was admitted to the hospital and diagnosed with sepsis and an infected right hip with failed metallosis hypertrophic reaction post right total hip arthroplasty. Doctor also noted that the implant exhibited lateral displacement and was not well seated. Update 5/14/15-pfs and medical records received. After review of the medical records for MDR reportability, the patient was revised on (B)(6) 2014 for an infection hip, pain, and metallosis. No labs were provided for the alleged high metal ions. Infection is alleged and confirmed within the medical records, all implants are now being reported. It should be noted that spacers were placed on (B)(6) 2014 and the patient was revised on (B)(6) 2014 for loose spacers. These spacers weren't depuy products. The date of reimplantation is unknown at this time. The complaint was updated on: 6/1/2015.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).